Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy according to the reporter: when examining the rectum after it was stapled, it was found that the rectum was closed off. A colonoscopy was performed as well as an x-ray with contrast injected into anus. A laparoscopic procedure was done to enter colon from above stapler line for visualization. A second surgeon was called in to re-open the rectum from distal end under proximal visualization. A colostomy was done as a precautionary measure. No reinforcement material was used. There was unanticipated tissue loss. There was no blood loss greater than 500ml due to the product problem. The operating time was extended by more than 30 minutes.